Event description:
It was reported that the atrial lead had dislodged as a result of twiddler¿s syndrome. The patient was asymptomatic. The lead was explanted and replaced without complications.

Manufacturer narrative:
(B)(4)